Event description:
Femoral guide does not fit. Rocks freely.

Manufacturer narrative:
Method - photo's, customer history. Results - customer history indicates there has been a total of nine similar since (B)(4) 2007. Software - the current software did not provide reliable geometry of knee joint. The software did show clearly the segmentation lines, but failed to count for osteophytes areas. A 2 mm spacing MRI protocol is not sufficient enough to describe the complex trochlear groove geometry in some cases to mate the femoral jig on the distal femur in or. Conclusion - femoral notch overestimation due to software issues.